Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. Accordingly, this event has been determined to be MDR reportable. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent graft was allegedly unable to deploy from the delivery system. Also the device was stuck in the hussing and the hussing broke. There was no reported patient injury. To date, no more information is available.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: a stent graft delivery system was received for evaluation. The safety clip was not returned. The 2-way stop cock was found opened and the tuohy-borst valve was found closed. The outer sheath was found to be fractured 35mm distal to the catheter reinforcement. In this area, the outer sheath was found to be elongated. The metal tube between the y-adapter and the pin vise handle was found slightly bent. The catheter tip was found in good condition. The stent graft was completely loaded in the system. The pebax tip protruded the distal tip. The pusher was found right behind the proximal end of the stent graft. Functional/performance evaluation: a flushing test through the proximal luer port and a patency test with device compatible 0.035'' guidewire was successfully performed. The stent graft could not be completely deployed due to the fractured outer sheath. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the returned stent graft delivery system, the alleged deployment failure was confirmed. The outer sheath was found to be elongated and the metal tube between the y-adapter and the pin vise handle was found slightly bent, indicated that high deployment forces were present during the attempt to deploy the stent graft. Subsequently this resulted in a fracture of the outer sheath and made further deployment of the stent graft impossible. However, based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential factors. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent graft was allegedly unable to deploy from the delivery system. Also the device was stuck in the hussing and the hussing broke. There was no reported patient injury. To date, no more information is available.